Event description:
Case description: since last submission the case was updated with the following: -device addendum form was updated. -imdrf codes d and f has been updated. -is non-reportable has been updated to yes. -malfunction was updated to no. -narrative updated accordingly.

Event description:
Case description: investigation results: name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novolog penfill 3 ml, batch number: 0088 the product was not returned for examination. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The complaint has been registered in the novo nordisk complaint handling system. Since last submission the case was updated with the following: -investigation results were updated -narrative updated. -manufacturer comment updated manufacturer comment: 29-may-2019: as the device (novopen echo) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 656903. Continued: evaluation summary name: novopen echo, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: this serious spontaneous case from the united states was initially reported by a consumer and confirmed by the medical doctor as "high blood sugar" beginning on (B)(6) 2019, "novopen echo broke and would not click back to place" beginning on (B)(6) 2019, and concerned a 9 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy", , novolog penfill (insulin aspart) from 2017 to (B)(6) 2019 due to "type 1 diabetes mellitus", it was reported that the pen broke during the "administration phase". After dialing up the dose and they were unsure about the insulin dose delivered. Since last submission the case was updated with the following: -the primary reporter was updated as a 'physician'. -narrative updated.

Event description:
High blood sugar [blood glucose increased], novopen echo broke and would not click back to place [device breakage]. Case description: this serious spontaneous case from the united states was reported by a consumer as "high blood sugar" beginning on (B)(6) 2019, "novopen echo broke and would not click back to place" beginning on (B)(6) 2019, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy", , novolog penfill (insulin aspart) from 2017 to (B)(6) 2019 due to "type 1 diabetes mellitus" (dose and frequency 6 units every meal plus correction doses, patient's height: 56 cm, patient's weight: (B)(6). Medical history included type 1 diabetes mellitus(duration not reported). On (B)(6) 2019, the patient on therapy with novolog penfill and novopen echo that had a pen that broke and would not click back to place. As a result, the patient experienced high blood sugar to the point in which the glucometer reading showed high information regarding batch number of suspect product requested. Action taken to novopen echo was reported as product discontinued. Action taken to novolog penfill was reported as product discontinued. On (B)(6) 2019 the outcome for the event "high blood sugar" was recovered. The outcome for the event "novopen echo broke and would not click back to place" was not reported.